Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially it was reported that there was a catheter sensor error. The catheter cable was replaced and the issue did not resolve. The catheter was replaced and the issue resolved. Procedure continued. There was no patient consequence reported. Additional information was received. It was catheter sensor error. Not temperature error. The catheter sensor error was assessed as non MDR reportable. The incidence of magnetic sensor error was easy detectable by the user. The catheter was inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-jul-2023 there was reddish material and a hole in the pebax. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 24-jul-2023.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 24-jun-2023. The product investigation was completed on 24-jul-2023. The smart touch bidirectional sf device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material and a hole in the pebax. The magnetic and force features were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The blood found inside the pebax area may contribute to the force issue reported. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).